Event description:
It was reported that a knee revision was done on a primary triathlon knee for instability.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown poly bearing. The other devices listed in the report are unknown cr femoral component and tibial component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.